Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra fine¿ pen needle was bent and unable to deliver medication. The following information was provided by the initial reporter: material no.: 320109, batch no.: unknown. It was reported the pen needle was bent at the non patient end. Additionally, it was reported the flow stops during injection. Verbatim: consumer reported pen needle bent at non patient end. Reported does not get complete dosage during injection because flow stops. Stated uses a second pen needle to complete dosage. Stated happened with 1 pen needle last night.

Manufacturer narrative:
Investigation: customer returned (1) 31g x 8mm bd pen needle without a tear drop label attached (used). Consumer reported pen needle bent at non patient end. Reported does not get complete dosage during injection because flow stops. The returned sample was examined and exhibited a bent non-patient end cannula, likely caused by user error. The sample was then tested for flow using a test pen injector: it passed, therefore the alleged issue (clog) could not be confirmed. No manufacturing defects were observed on the returned sample. Unable to perform DHR review due to unknown lot number for needle bent npe & needle clog. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). The possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needle was bent and unable to deliver medication. The following information was provided by the initial reporter: material no.: 320109 batch no.: unknown. It was reported the pen needle was bent at the non patient end. Additionally, it was reported the flow stops during injection. Verbatim: consumer reported pen needle bent at non patient end. Reported does not get complete dosage during injection because flow stops. Stated uses a second pen needle to complete dosage. Stated happened with 1 pen needle last night.